Event description:
The customer reported to beckman coulter (bec) that the coulter act diff 2 analyzer was leaking from the bath area. The volume of the leak is unknown and the leak was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection with this incident. There was no death or injury as a result of this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and had observed a leak at the closed vial side of the analyzer. The source of the leak was the probe rinse block. The cause of the leak was due to the pinch tubing on the probe rinse block that was partially clogged at pinch valve (lv) 8. The pinch valve (lv8) is the probe wipe waste pathway. The fse replaced the clogged tubing, and no further evidence of leaking was observed. The cause of the leak was a clogged pinch tubing at pinch valve (vl8). Beckman coulter internal number for this report is (B)(4).